Event description:
Same case as MFR#: 2134265-2009-06543. It was reported that during a percutaneous transluminal angioplasty procedure a balloon separation occurred. The lesion being treated was located in the right superficial femoral artery. During predilation the physician was using a 5.0x20mm apex monorail balloon and when they attempted to inflate the balloon it came off of the shaft. It was removed with a snare. Then they went in with a 5.0x32mm veriflex (liberte) and attempted to inflate the balloon and the balloon came off of the shaft again. It was also removed with a snare. The patient status is listed as fine with no other complications reported.

Event description:
Same case as MFR#: 2134265-2009-06543. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon separation occurred. The lesion being treated was located in the right superficial femoral artery. During predilation, the physician was using a 5.0x20mm apex monorail balloon and when they attempted to inflate the balloon, it came off of the shaft. It was removed with a snare. Then they went in with a 5.0x32mm veriflex (liberte) and attempted to inflate the balloon and the balloon came off of the shaft again. It was also removed with a snare. The pt's status is listed as fine with no other complications reported.

Manufacturer narrative:
The device was received in two sections as a result of a break in the midshaft. The break was located at the port site. An examination of the break site found that the break was consistent with excessive tensile force having been applied to the shaft which resulted in the shaft stretching and breaking. The distal section of the break, from the port to approximately 18mm distal to the port had a jagged tear in the inner and outer extrusions. The balloon had a build up of solidified blood and was not refolded. A detailed microscopic examination of the balloon material identified no tears or holes in the balloon. An examination of the proximal weld region of this device identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered user error since the device was not used in accordance with the directions for use (dfu) and / or any use not considered accepted general medical practice. (B) (4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.